Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage) issue. The reporter stated that the patient had a blood glucose (bg) of 266mg/dl with excessive drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the battery cap had stripped threads. The basal, bolus and iob setting adjustments were made. This report is being made due to the bg excursion the patient experienced due to a power issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the battery compartment is cracked on the side at the threads. Returned battery cap has stripped threads. The black box shows fluctuation of voltage on 2015-07-24; the vp goes from 145 to 120 at 07:20 and a replace battery alarm was recorded. The idle, sleep, rewind and load currents were tested with an external power supply; all were found to be within the required specification. No 128-fxxx alarm observed in the pump history. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removal of the pump cover showed no evidence of moisture ingress. No damage to the power circuit or battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)